Event description:
This lead was implanted on (B)(6) 2005. Reviewing latitude transmission - couple of days with >2000 - otherwise normal before and after. No inappropriate atrial events and no noise on electrocardiogram. Technical services advised that this could be the start of an issue with the atrial lead. Recommend first asking patient if he had any electromagnetic interference on those days - did he wear a pain stimulator, something like that for a couple days in that time frame. If not, recommend bringing the patient in and do isometrics, hold the pace imp button down, look for noise on egms. Could be the start of a fracture. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).